Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat a benign stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During a scheduled removal procedure performed on (B)(6) 2024, it was noted that the stent migrated proximally into the duct and the uncovered portion of the stent with the retrieval loop was embedded in the ampulla. The stent was attempted to be removed using rat tooth forceps, biopsy forceps, and needle knife, but was not successful. Argon plasma coagulation was also performed to remove tissues to free the stent wire that was embedded in the tissue. Reportedly, the stent was able to be removed using a snare. The patient's indication was resolved at the time of migration. The patient experienced bleeding. Another wallflex biliary stent was implanted to address the bleeding and to allow healing of the duct. The patient's current condition was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f23 captures the reportable event of additional intervention performed to remove the stent and implant another stent to address the patient complication.